Manufacturer narrative:
An immucor technical support specialist reviewed the image result files for the echo instruments. Results of the repeat antibody screen were reported as negative. Visually, cell 2 appeared weakly positive. An immucor field service engineer found that the residual volume was low. The residual volume was reset. Quality control was performed and samples were tested. The expected results were obtained. The system is operating according to specifications. The customer is aware of technical communication (B)(4) which states to verify all negative screening and identification assay results on the echo prior to releasing results. No additional sample was available for investigation.

Event description:
A customer reported obtaining unexpected negative results on galileo echo m01232.